Manufacturer narrative:
Incident is being reported due to receipt of a medwatch report, no indication of injury or intervention. The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation.

Event description:
Lap chole - "after incision was made, physician went to utilize the trocar and part of the balloon peeled off. A second trocar was opened to complete procedure."